Manufacturer narrative:
Steris responded to the customer on (B)(4) 2011 that: steris has no basis to recommend processing the pentax vsb-3430k and vsb-3440k endoscopes in system 1, and therefore steris does not indicate these devices for processing in the device; steris labeling has never included these endoscopes for reprocessing in the system 1 because steris never validated any quick connects to supporting processing the devices in system 1; steris has no basis to determine the relative sterility of these endoscopes if processed in system 1 because the devices have not been microbiologically challenged and analyzed in our device testing program; neither of these devices were included in our label claims that identify the devices that may be processed in system 1. Steris makes no claim of sterile efficacy when processing instructions are not followed or when a quick connect is applied to devices and accessories other than those specific in our instructions. Steris has not tested the above mentioned pentax devices because they do not fit properly into the system 1 processor. If a scope does not fit properly into the processor, forcing it into the trays can damage the scope and/or present areas that may not receive adequate flow of the chemical sterilant. Steris is not aware of any adverse clinical event associated with this incident and is filing this MDR because the sterility of devices processed in system 1 cannot be guaranteed unless devices are processed in accordance with steris's instructions for processing and use. Steris will offer in-service training on the proper use and operation of the system 1 processor, quick connects and compatible scopes. A follow-up report will be submitted should additional information become available.

Manufacturer narrative:
Steris offered in-service on proper use and operation of the system 1 processor, quick connects and compatible scopes; however, the user facility declined.

Event description:
The user facility inquired whether pentax model vsb-3430k and vsb-3440k endoscopes can be successfully processed in the system 1.